Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges, although calibration signals were observed at the high end of the specified range. No relevant alarms were identified in the instrument's alarm trace, and patient sample material was not available for further investigation. The root cause was attributed to the inherent possibility of false reactive results, as the specificity of the elecsys anti-hcv ii assay is less than 100%. Guidance was provided to the customer to retest initially reactive or borderline samples in duplicate and to confirm repeatedly reactive samples using supplemental methods.

Event description:
The initial reporter alleged false reactive results for one patient sample tested using the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 disk. On (B)(6) 2022, the patient sample was tested with the elecsys anti-hcv assay and generated a reactive result of 1.92 coi. A re-run of the same sample on the same day produced a reactive result of 2.02 coi. Testing of the same sample at a different laboratory using the abbott anti-hcv assay yielded a negative result (no numeric value provided). On (B)(6) 2022, a second sample from the same patient was tested with the elecsys anti-hcv assay and generated a reactive result of 1.87 coi. Testing of this second sample at a different laboratory using the abbott anti-hcv assay again yielded a negative result (no numeric value provided).